Event description:
It was reported that the patient complained of dizziness after discharge from the hospital following the implant procedure. It was also reported there were no significant findings on examination and a CT scan of the head and carotids revealed no abnormal results. The event was noted as being resolved. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of dizziness after discharge from the hospital following the implant procedure. It was also reported there were no significant findings on examination and a CT scan of the head and carotids revealed no abnormal results. The device is still in use and the event was noted as being resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.